Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 352 mg/dl and 94 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.